Event description:
The customer reported the ventilator intermittently shutdown and alarmed due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. The customer reported the device was in use and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted an oxygen failed occurrence as reported. The fse verified the unit was properly detecting o2 pressure and was delivering o2 properly. The fse replaced the data acquisition pcb to address the reported problem. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Receiving by MFR date: 08/28/2014. Conclusion / root cause: the data acquisition printed circuit board assembly (pcba) was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).